Manufacturer narrative:
Continuation of d11: product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. H6; the previously reported device code c63223 no longer applies to this event and has been updated to c62915. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-07, additional information was received from the manufacturer representative (rep). The rep was asked what the cause of the disconnect was determined. The rep stated, "the connector was not completely disconnected. It was loose and clear fluid could be seen leaking around the port." The device was discarded by the hospital.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter, ubd: 16-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mcg/ml of prialt at 2.76 mcg/day and 7.2 mg/ml of bupivacaine at 2 mg/day via an implantable pump. It was reported the patient¿s pump was replaced on (B)(6) 2020 and the catheter was not replaced at this time. The neurosurgeon reported there was clear fluid draining from the pocket incision site. The patient was not symptomatic. The doctor was likely going to do a dye study. An x-ray was done, and the connections appeared to be intact. Additional information was received from the manufacturing representative (rep) later on the day of the report. It was reported that four days after the patient¿s pump replacement they started having leaking through the incision of the pump pocket and surgical exploration was performed on (B)(6) 2020. It was discovered that the sutureless connector was disconnected from the pump causing the drug to go in the subcutaneous space of the patient. The connector was replaced, and the issue was resolved.